Event description:
It was reported to philips that the system did not bootup, it was stuck at 0:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse replaced flexvision pc in previous case, due to frame grabber card issue but issue was not resolved. A review of the system logfiles found that mfc database exection programming error. Upon functional testing, fse replaced flexvision pc which also had grabber card issue, later fse reloaded host pc software. While reloading the ghost, the software got corrupted. So, fse replaced host pc, reinstalled software in another case. The cause of the flexvision pc failure was memory, determined by the supplier's part analysis, however the replacement of the flexvision pc, hdd and downloaded the software and corrected the database with new dicom node store, removed xcelera node and made new backups of the system by the field service engineer has resolved the reported issue and restored the functionality of the system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replaments, the system was returned to use in good working order.the codes were updated based on the investigation outcome.